Event description:
Patient received inappropriate high voltage therapy due to noise. The decision was made to cap the lead. Patient is doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.